Event description:
33 year old patient with a history of cirrhosis, end stage liver disease, hepatitis c, hepatic encephalopathy underwent a liver transplantation on 1/11/92. His post-operative course was unstable, marked by coagulopathy, sepsis intermittent hemodynamic instability, pulmonary edema, pneumonia and bilaterial pleural effusions. At 11:30 a.m. On 2/29/92 the patient underwent a right thracentesis (using the 16 guage 3 inch thoracentesis needle) to check the right pleural effusion for infection. During the procedure the patient developed hemoptysis, tension pneumothorax and cardiac arrest. Bilateral chest tubes were inserted and a second arrest with was treated with CPR, cardiac medications, and defibrillation with success. Bronchoscopy revealed a large clot at the carina. Due to the prolonged arrest, resuscitation efforts were discontinued, and patient expired at 3:00 p.m. On 2/29/92device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.